Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm is 5.8 cm in diameter and the left iliac limb aneurysm was 2.7 cm in diameter approximately 1 month ago. The proximal aorta was 17.5 mm in diameter and 24 mm in length. The aortic neck was severely tortuous with an angulation of 70 degrees. The iliac arteries were also severely tortuous. The left hypogastric artery was coiled prior to the procedure due to the location of the iliac aneurysm. A snorkeling technique was used to perfuse the renal artery using another manufacturer's stent. There were no endoleaks or issues following the implant. It was reported that on an unknown date a CT revealed a proximal type ia endoleak and a distal type ib endoleak. The on-call physician noticed that the endurant limb had retracted into the left iliac limb aneurysm with a possible type I endoleak. The vascular surgeon was notified and the patient was brought back for a secondary procedure five day post initial implantation. An (B)(4) was implanted to cover the foreshortening area and resolved the distal type I endoleak. The physician believes that the cause of the foreshortening was due to the severe tortuosity of the vessels. The final angiogram at the initial implant was performed when the stiff wire was still in the patient, and the physician believes that when the stiff wire was removed the stent graft formed to the native vessel. No intervention is planned to treat the proximal type ia endoleak; the physician will monitor the patient. No clinical sequelae were reported and the patient is fine. An internal review of films pre-implant show that the proximal neck diameter is 22 x 27mm, short, irregular in shape, and very angulated. There is a 6.5cm aaa which contains thrombus. The distal aorta diameter is 23mm with calcification. The iliacs are tortuous.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severe tortuosity of the iliac artery, degree proximal neck, aortic neck diameter smaller than 19 mm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severe tortuosity of the iliac artery, degree proximal neck, aortic neck diameter smaller than 19 mm).